Manufacturer narrative:
Vyaire reference number: (B)(4). Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the suspect device. The fsr determined that the internal battery fuse required resetting. After the reset was performed, the operational verification procedure (ovp) was completed and the device passed all tests to manufacturer specifications.

Event description:
The customer reported that their avea ventilator's user interface module's (uim's) screen is flashing on and off after power up. The light emitting diodes (leds) on the uim is also flashing on and off. The customer reported that there was no patient involvement.